Manufacturer narrative:
(B)(4). The root cause of the reported event has not been determined. The product remains in-situ; revision surgery has not been considered necessary to date. The pt's activity level and adherence to the post-operative care plan prescribed by the surgeon are unk. Eval of this product will continue if product becomes available. If subsequent relevant info is obtained, a follow-up report will be filed. Review of pertinent labeling notes: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury". "If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break". "Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant".

Event description:
Implantation of a brigade coroent implant was performed at the l5-s1 disc space via an anterior approach, date unk. At an unspecified period following the initial surgery, the surgeon reported the two inferior (s1) screws in the inter-fixated alif construct had fractured. The pt is reportedly asymptomatic and no revision surgery is reported to have occurred.